Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. The drive support disk was inspected and no anomaly was noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump did not vibrate during self test. The customer's blood glucose was 411 mg/dl at the time of incident. The customer's blood glucose was 262 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and did not found air bubbles, leaks and setting issues. The insulin pump will be returned for analysis.